Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 30 (mg/dl) for approximately 1 week. Customer consumed food to treat bg levels. It was also reported that the customer experienced an elevated bg level of 640 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Customer changed pump supplies and administered a bolus; however, bg levels remained elevated and customer was hospitalized on (B)(6) 2016. While in the hospital, customer was treated with fluids and lantus. Customer's health care provider (hcp) had adjusted the basal insulin rate and insulin duration to accommodate for lantus treatment while in the hospital. Customer was released on (B)(6) 2016. Troubleshooting with tandem technical support on (B)(6) 2016 did not reveal any anomalies with pump performance. Contact called back on (B)(6) 2016 to report that the customer continued to experience elevated bg levels after hospitalization. Contact reported that the customer's hcp did not adjust settings after hospitalization and customer had continued to use the pump with the settings that were programmed for use with lantus treatment. Contact indicated that the customer has reverted to insulin injections for diabetes management, and did not indicate if and when use of the pump would be reinstated.